Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt did not pass incoming functionality testing. There is no indication at this time that the device malfunction caused or contributed to the patient's passing. The patient's monitor has not yet been returned. The most recent download occurred on (B)(6) 2021, prior to the patient's passing on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.